Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed due to an error e216 code appearing on a black screen when the device was angulated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using an evis lucera elite bronchovideoscope, a communication error appeared. The issue occurred during reprocessing, and the diagnostic procedure (bronchoscopy) was completed with a similar device. There was no procedural delay and no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 error and image loss during angulation could not be determined, however, the issue was likely the result of faulty wiring inside the charged-coupled device (ccd) unit. The event can be detected by following the instruction below: ¿- inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.